Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are having some therapy concerns and the device is not working adequately. The issue began probably 2 months ago after patient had an MRI. The patient believed that the MRI zapped the device and made it unusable. Patient denied feeling any sensations during the MRI but stated they did not have MRI mode activated and a low voltage MRI was used. Patient suspected the MRI zapped their device because they noticed the decline in therapeutic effect following the MRI. They have tried all programs in addition to new programs that were added which are slightly more effective but patient still uses about 8 pads a day and that is not adequate. They are always afraid they are going to have an accident. Patient had a follow up at managing physicians office where they had new programs added and checked the machine but the patient was not certain if any diagnostic checks where performed at that time. Patient asked about general risks and possible complications. Agent reviewed information and redirected patient to follow up with their managing physician if they suspect device damage or migration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and repeated that the therapy isn't doing them any good and mentioned that the issue has basically been there since the MRI. The patient states they are no longer getting vibrations on any of the programs and goes through 3 thick pads at night. The patient states that initially, when the device communicates with the implant, they feel a flutter, but then it goes away and doesn't come back. The patient states that this has been going on for a long time. The patient would like to try and get to their customized programs but was unable to locate them. The agent walked the patient through locating customized programs, and the patient increased stimulation. The patient confirmed they could feel the stimulation, and it's comfortable. Agents recommend that if the issue persists, even after all programs have been tried, the patient will want to work with the doctor on the next steps. The patient mentioned that their next appointment with their doctor is almost a month away.